Manufacturer narrative:
Updated information: removed d6a/d6b implant and explant dates from this record as this does not apply to this device.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella experienced loss of the ao and lv signal on the automated impella controller. The nurse pushed the white connector into the controller to resolve the issue. No patient harm was reported.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Console ic4426 was not returned for the investigation despite being requested. It was flagged for further investigation for next time it is returned to field service.